Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The reported complaint description of the extension leg tubing was cracked/hole and leaking could not be confirmed because no product was returned for evaluation and no photographic evidence was provided. Without receiving product to evaluate, a root cause cannot be determined. A review of the device history records was unable to be performed as no lot number or upn number were provided. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
It was reported that the device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference pr(B)(4).

Event description:
User medwatch (B)(4). It was reported, via a user facility medwatch, that a nurse noted blood drainage at the patient's hemodialysis catheter site. A dressing change request was placed for vascular access service. The vascular rn saw the patient for a left internal jugular (ij) hemodialysis catheter change, per the order. Upon assessment, the left ij dressing site was covered in blood. When the dressing was removed, the site was clean but blood drainage was found to be originating from the blue / return port lumen and a hole, proximal and anterior to the lumen y-site. The primary rn identified the lumen break as a crack, or longitudinal break, in the catheter lumen. A sterile clamp was applied and the ij hemodialysis catheter was removed. The catheter tip was sent for culture but did not show any growth after two days. It was indicated that the reported device is not available to be returned to the manufacturer for evaluation.